Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in to the device. A technical support specialist confirmed that the issue was related to active directory (ad), which was subsequently resolved. The specialist advised the customer on potential remediation options in case of an emergency. The system functioned as intended after the technical support specialist completed the troubleshooting and investigation, and the case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower a specific user was unable to remove medication. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.